Event description:
It was reported that the 9800 system intermittently had dark images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The display adaptor board and the system interface board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.